Event description:
Information was received from belgium that the ventricular assist device (vad) coordinator reported that the power source switched from one to the other earlier than expected. "The patient felt insecure about the controller and requested also a controller exchange." There was no effect on the patient. The controller was returned to the manufacturer on (B)(6) 2015. It was indicated that the involved battery will be returned to the manufacturer; however it has not been received. This is report 1 of 2.

Manufacturer narrative:
One battery and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of critical battery alarms and premature power switching events. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The devices were related to the reported event; however this event could not be duplicated at the bench level. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. This is one of two reports (3007042319-2015-00894 and 3007042319-2015-00895) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is one of two reports (3007042319-2015-00894 and 3007042319-2015-00895) submitted for devices related to the same event. Device have not been received.